Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Normal protocol was followed: ¿ was medical or surgical intervention required? No. ¿ was there any special diagnostic test performed? No. ¿ what is the status of the surgeon injury today? No harm noted ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. ¿ was the ampoule crushed repeatedly? No. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This medwatch report is in response to receipt of a voluntary medwatch report: #mw (B)(4). No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent skin closure on (B)(6) 2023 and topical skin adhesive was used. During skin closure; physician cracked adhesive for dressing, reported to team that the glass poked through the outer layer. There were no patient or user consequences reported. Device is not available for return. Additional information has been requested.